Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station was stuck on initializing peripherals, and a reboot was performed but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a transient refrigerator communication failure on the system bus. A technical support specialist performed detailed log analysis and confirmed normal application performance with no latency or system faults but identified loss of communication between the medstation and es refrigerator module. Fse coordinated with the customer, verified hardware status, and monitored system behavior until initialization completed successfully and normal operation was restored. The system functioned as intended after the technical support specialist troubleshot the device.